Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device change out procedure due to normal eri. Upon opening of the pocket, no high voltage output was delivered from the lead and the programmer displayed a message regarding lead damage issue. Insulation damage and externalized conductor was observed on the lead. Lead therapy was turned off concluding the device change out procedure. During another follow up visit, lead was explanted. A device download was performed successfully as well to clear all alerts. Patient was stable and will continue to be monitored. No further information available.

Event description:
New information received: device was explanted and a new device was implanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 47.3 cm was returned for analysis. External insulation abrasion was noted at 8.0-8.2 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 16.4-20.4 cm from the distal tip. Internal insulation abrasions were noted at 29.9-30.6 cm and 32.4-32.7 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 42.2-46.0 cm from the distal tip, consistent with lead friction to the ICD can. The svc and rv conductor etfe coatings were abraded and inner coil was exposed at this location. This is consistent with the observation from the field of low hv lead impedance.